Manufacturer narrative:
(B)(4). Evaluation results: a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different lens. (B)(4).

Event description:
The report stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. After the lens was inserted, the surgeon did not like the way the lens fit in the eye. The surgeon decided to use a different model. The surgeon removed the lens with no patient injury. This event was due to surgeon's preference. There was no device malfunction.